Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The customer had tried checking their blood glucose and the device froze. The customer tried changing the battery, but the anomaly persisted; the button error alarmed again. The customer's blood glucose was 102 mg/dl. The discontinuation of the device was advised. Nothing further was reported.